Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for roche cardiac t quantitative troponin t quantitative (tnt) on a cobas h 232 analyzer. The cobas h 232 analyzer is not released for distribution in the united states, nor is it like or similar to a device that is released for distribution in the united states. The patient was tested on the cobas h 232 analyzer and the result was 228 ng/l. Based on this result, the patient was sent to the hospital to get treatment. At the hospital, a new sample was collected from the patient and tested on a roche modular system, resulting as 29 ng/l. No adverse events were alleged to have occurred with the patient. The cobas h 232 analyzer serial number was (B)(4). The customer was not sure when quality controls had been tested. A control was run to check the cobas h 232 analyzer's optical system on 04-dec-2017. On the morning of (B)(6) 2017, the customer found the cobas h 232 analyzer to be covered with blood and test strips in the bin were also covered with blood. The customer questioned if the patient sample was analyzed according to specifications.

Manufacturer narrative:
The customer's product was not returned for investigation, so no further investigation was possible. Retention material was within specifications.

Manufacturer narrative:
Relevant retention test strip material of lot # 1908642 was measured on a qualified cobas h232 with three native blood samples and one spiked blood sample (c= 220 ng/l). Three test strips were used for testing each sample. The blood samples were also measured on a cobas e 411 immunoassay analyzer (e411). Results: mean of the measurements on a qualified cobas h232: first native blood sample: <50 ng/l. Second native blood sample: <50 ng/l. Third native blood sample:: <50 ng/l. Spiked blood sample (c=220 ng/l): 214 ng/l. E411 measurements: first native blood sample: <3.00 pg/ml. Second native blood sample: 6.11 pg/ml. Third native blood sample: 4.58 pg/ml. Spiked blood sample (c=220 ng/l): 216.2 pg/ml. The results of all measurements fulfill requirements.